Event description:
During the surgical procedure, it was observed that the monopolar curved scissors (mcs) tip cover device had two holes in it. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The product was not returned and is unavailable to isi for analysis. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears. Since the product was not returned and the log review was unable to be performed, the reported event was unable to be confirmed. This issue can be resolved by using an alternate accessory to complete the procedure.